Manufacturer narrative:
E1 - initial reporter phone- (B)(6). The suspect pump was returned for evaluation, and the device underwent visual inspection. A bubbled downstream occlusion (dso) seal was observed. Functional testing was performed. The customer-reported issue of the alarm cassette is ringing when the device is on could not be replicated. Further investigation determined that the pump failure was due to a defective latch-lock sensor and a bubbled dso seal. Both components will be replaced.

Event description:
The investigation of the returned pump identified a defect in the latch-lock sensor. No patient was involved in the event, and no harm or injury occurred.